Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the defibrillation conductor was cut, the outer insulation was torn, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the patient had an inappropriate shock a couple of weeks after they had non-related injuries due to fall. The right ventricular (rv) lead had oversensing when the inappropriate shock occurred, but the oversensing could not be reproduced in clinic. It was also noted that the device had sensing difficulties. The physician elected to remove and replace both the device and rv lead. No further patient complications were reported as a result of this event.